Event description:
The company was informed that the pt had a procedure to debride the skin flap. The pt was advised to discontinue use of the external equipment. The pt recently had chemotherapy treatments. The pt is being monitored.